Event description:
A customer reported experiencing cartridge alarm 20 for the past two weeks, specifically mentioning alarm occurrences on (B)(6) 2025 during pumping. The customer's blood glucose level was recorded as "high," but no specific value was given. In response, the customer administered a correction injection via multiple daily injections (mdi). The issue did not require third-party assistance. Technical support confirmed that the customer had no prior reports of similar cartridge alarms with this pump serial number, except for consecutive cartridges. As a resolution, technical support arranged for a replacement pump to be sent to the customer and instructed them to place the current pump into storage mode and return it using a pre-paid label within 10 days. The customer will continue to use the pump until the replacement pump arrives. The customer acknowledged and understood the instructions provided.